Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 12/11/2019. A review of the device history records (dhrs) confirmed that the cartridge lots passed release specifications. Retained and returned cartridge testing of pt/inr lot s19221c met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded a suspected discrepant pt/inr results on a patient. There was no patient information available at the time of this report. Return product is not available for investigation. (B)(6). Information received from the customer containing results from 1,056 comparisons of patient results tested on the I-stat pt/inr test and stago prothrombin time test.  Each paired result was evaluated independently. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.